Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and st elevation myocardial infarction (stemi), had one 5.0x18 mm xience skypoint stent implanted. The patient was re-admitted on (B)(6) 2025 with chronic ischemic heart disease, hypertensive heart, chronic kidney disease with heart failure and stage 1 through stage 4 chronic kidney disease. The patient was re-admitted again on (B)(6) 2025 with chronic ischemic heart disease and hemopericardium as a current complication following acute myocardial infarction. Drainage of the pericardial cavity was performed during the latter re-admission; however, the patient expired on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of death, hypertension and pericardial effusion listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.